Event description:
It is reported by the eye care professional's office that they received a letter from a pt stating that she was hospitalized for ten days after developing an eye infection, a very deep cut on the cornea and a wide deep ulcer. According to the pt on (B)(6) 2013, a contact lens broke in her eye. The pt injured her eye while attempting to remove the contact lens. On (B)(6) 2013, the pt developed the eye infection and on (B)(6) 2013, she was admitted to the hospital. The hospital advised the pt that they believe the cause of the problem to be the torn contact lens. After being discharged from the hospital, the pt states that she has lost almost all of the sight in the eye and there is extensive scarring. The pt has been advised by a doctor that the sight recovery will depend on a corneal graft. All information was received from the pt and there has been no information received from any treating healthcare professional or hospital. The reporting eye care professional's office did not treat the pt for this event. Additional information has been requested but not yet received.

Manufacturer narrative:
The device has not been received for analysis. The lot number is unknown. Since the product is manufactured at multiple locations, it is unknown which manufacturing site was involved. A manufacturing site was randomly selected. All applicable manufacturing sites performed trend related investigations. No trends could be identified. The root cause could not be determined. (B)(4).